Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly no power on unit during a procedure, delaying patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station went no power and monitor went black. A field service engineer replaced drawer controller, pyxibus module board and position sensor to resolve. Preventative maintenance was performed on the device. The system functioned as intended. The reporter occupation details is not available kept blank.